Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not delivering insulin, and the device was not giving any alarm. The caller stated that the reservoir is not decreasing and the customer's blood glucose was rising. The mother stated that her daughter is at the school, and she instructed the school nurse to disconnect the insulin pump and to give manual injections. No further information was provided.